Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Insert trial was broken during insertion.

Event description:
Insert trial was broken during insertion.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty trial was reported. The event was confirmed by visual inspection of the returned device. Conclusions: the device was inspected by a material analysis engineer who noted the following: "fracture consistent with an overload condition as indicated by hackles observed on fracture surface." The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.